Event description:
The customer reported that she was not able to pull something, but she was not able to describe what the problem was. The customer seems confused and could not check her blood glucose. The paramedics were called to her house. The call was disconnected when the paramedics arrived at the scene. Attempted to call her back with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.